Event description:
Customer has called to report hospitalization due to diabetic ketoacidosis. Customer's current blood glucose reading is 136 mg/dl. Customer stated that she was vomiting, nauseaous and dehydrated. Customer's blood glucose reading at time of the event was 445 mg/dl. Customer noticed infusion set was kinked. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.